Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: customer is reporting that they received a styrofoam tray from quest and the tubes have condensation in them, this was discovered today.

Manufacturer narrative:
H.6. Investigation: bd received one hundred and seventy (170) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'additive abnormality (condensation)' with the incident lot was observed. Thirty (30) samples were randomly selected for visual inspection and fifteen (15) samples exhibited the 'additive abnormality'. Therefore, this complaint is confirmed. Bd determined that the root cause of the indicated failure mode was attributed to a misalignment of the tube trays from the additive spray coater nozzles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: " customer is reporting that they received a styrofoam tray from quest and the tubes have condensation in them, this was discovered today. ".